Event description:
It was reported by the customer that a pyxis medstation system tower door failed to open. The customer reported that users were unable to remove medications from the station.which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door failed to open. A field service engineer during inspection worked with customer a bag behind bins causing issues opening and closing door 4 customers removed bag to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.